Event description:
It was reported via a journal article that during a coronary artery stenting treatment procedure, stent deformation occurred. The calcified lesion to be treated was located in the distal rca (right coronary artery). Access was obtained via the right radial artery with a 6f mpa-1 guide catheter. A non-bsc guide wire was passed into the distal vessel and the lesion was direct stented with a 3.5x38mm promus element stent with normal appearance post deployment. A 3.75x15mm non-compliant balloon could not cross into the stented segment and angiography showed that the proximal stent edge had deformed at the site where wire bias had caused contact between the tip of the balloon catheter and the stent struts along the outer curve of the vessel. Several smaller diameter balloons (minimum 1.5mm) would also not advance into the stented segment catching at the area of stent deformation. A 0.85x10mm non-bsc balloon was passed and dilated followed by serial dilations with 1.1mm, 1.25mm, 1.5mm, 2mm, and 3.5mm compliant balloons. A 3.5x9mm non-bsc stent was placed overlapping proximally and final post dilation with a 3.75mm non-compliant balloon was performed with good stent expansion. The patient remained well at the 4 month clinic follow up. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).